Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the needle within the viscoelastic delivery tubing was obstructed resultng in failure to aspirate as intended during surgery. The procedure type was unknown. The surgery was completed on the same day after replacing the product with another one. There was no patient impact.